Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the patient is 211 mg/dl. Customer report other blood glucose value was up to 500 mg/dl. Customer report the infusion set had air bubble. The customer experienced symptoms such as leg pains and muscles feeling like exploding. Customer report they did not allege pump was under delivering. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The product will not be returned for analysis.